Event description:
Information received from the field does not address the patient's clinical status but notes phantom programming. During a routine follow-up, the device was found to be in aai mode although it was previously programmed to vvi. Return to standard worked until the telemetry wand was removed and the device reverted to aai. A microprocessor download was performed but the device still exhibited the same behavior. Therefore, the device was replaced.